Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 3 months after the dental implant was installed in intraoral region 10#, its non-osseointegration was observed. Moreover, 45ncm of primary stability was achieved, the patient presented bone type iii, immediate implant was performed and immediate load procedure was done.